Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient got an infection in her back at the place of the implantable neurostimulator. She got the infection after having three autoimmune diseases that kept her from healing. The infection was confirmed; however, the strain was not reported. It was noted that the infection occurred about three years prior to the report. The patient was given oral antibiotics and the entire system, leads and implantable neurostimulator, was removed. There were no further complications reported or anticipated.